Event description:
Per the clinic, the patient experienced intermittencies and reported no sound with the device use. Hardware exchange attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2021 and the patient was implanted with a new device during the same surgery.